Manufacturer narrative:
(B)(4). The product was evaluated and the cpu battery was found to be out of specification, and replaced. The stimulation control connector on the mute detector board had a wire dislodged; the mute detector board was replaced. The product was repaired and returned to the customer.

Event description:
The device was returned for calibration. Evaluation found the cpu battery was out of specification and was replaced. Also found the stimulation control connector on the mute detector board had a wire dislodged, the mute detector board was replaced.